Event description:
A ventilator was returned to the manufacturer for service. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, a "service required" code was found in the ventilator's downloaded error log caused by the proximal pressure tubing being disconnected. The device's proximal pressure tubing was reconnected to address the issue.